Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected so an in-clinic evaluation was performed. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the connecting tube between the pump and the right cylinder was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the connecting tube between the pump and the right cylinder was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt, this ipp pump was thoroughly analyzed in our quality assurance laboratory. The pump was visually inspected, microscopically examined, and functionally tested; the pump performed within specification. Product analysis was unable to confirm the clinical observations of tubing hole, as the returned pump has the tubing cut down to the pump block.